Manufacturer narrative:
The "patient identifier" and the "date of event" have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Alleges customer released the up button on the hand control, the chair continued to raise, dumping customer onto the floor.

Manufacturer narrative:
The hand control was returned and evaluated. Alleged condition (inadvertent movement) could not be duplicated with the returned hand control during cyclical testing.

Event description:
Alleges customer released the up button on the hand control, the chair continued to raise, dumping customer onto the floor.